Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 10 july 2015: added lot numbers, manufacture and expiry dates for stem and sleeve, updated reasons for revision to include pain and osteolysis, updated file handler details, taken from scf (B)(6) 2015 and claimsuite update (B)(6) 2010. (B)(4).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Following a debris disease due to usury the patient was subjected to re.-intervention. Asr revision recommended, asr xl - right. Reason(s) for revision: since the disease by wear debris has certain prosthetic and implant failure due to defect in the product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Following a debris disease due to usury the patient was subjected to re.-intervention. Asr revision recommended. Asr xl - right. Reason(s) for revision: since the disease by wear debris has certain prosthetic and implant failure due to defect in the product. Update 31 oct 2014 - (B)(4), date of revision - (B)(6) 2012, filled in all expiry dates.